Event description:
It was reported that during a transcatheter aortic valve implant procedure in a patient with highly calcified aortic valve stenosis, infolding of the evolut fx+ valve was observed after a recapture was performed, necessitating retrieval of the valve. Intermediate dilations with a non-medtronic balloon (vacs-22) were performed, after which a new medtronic valve was successfully implanted. Additional information was received indicating that a misload was not identified during the valve loading process. The valve was recaptured one time due to under-expansion. A procedural delay of five to ten minutes resulted from the infold and subsequent system exchange. According to the physician, the patient's heavy leaflet calcification contributed to the infold.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure in a patient with highly calcified aortic valve stenosis, infolding of the evolut fx+ valve was observed after a recapture was performed, necessitating retrieval of the valve. Intermediate dilations with a non-medtronic balloon (vacs-22) were performed, after which a new medtronic valve was successfully implanted.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot/serial number: unknown; product type: heart valves; implant date: n/a; explant date: n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.